Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using one gore® tag® thoracic endoprosthesis. It was reported that the patient¿s vessel condition was extremely poor, with plaque, thrombus and calcification identified at the proximal and distal landing zones and access vessels. No issues were observed during the procedure, and the patient tolerated the procedure. On (B)(6) 2009, the patient was discharged. On (B)(6) 2009, one month follow-up imaging confirmed an endoleak of indeterminate origin. The physician elected to monitor the patient. Subsequent follow-up imagings showed that the endoleak reportedly persisted, with shrinkage of the aneurysm to 52mm. On (B)(6) 2012, three year follow-up imaging showed that the diameter of the aneurysm enlarged to 57mm. The endoleak reportedly persisted. Subsequent follow-up imagings showed that the endoleak reportedly persisted, and the diameter of the aneurysm further enlarged to 60mm. According to the (B)(6), no further information is available.